Manufacturer narrative:
Additional information was received on 05/12/2025 and h11 is updated as: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 is updated in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.